Manufacturer narrative:
On 20may2024 insulet spoke to (B)(6), the (B)(6) hcp who reported the event in mhra user report received on 10may2024. The hcp stated that the patient was a 27 year old female who had been diagnosed with type 1 diabetes (t1d) for 16 years. According to the hcp, the patient's medical history was significant for mental instability with 2 documented events of intentional overdose of insulin. No other details were provided. As reported by the hcp, prior to using the omnipod 5 system, the patient utilized multiple daily injection (mdi) for management of her diabetes. The patient started omnipod 5 therapy on (B)(6) 2023 and was found to be 60% in range during the first weeks of treatment. On (B)(6) 2023, the patient is reported to have been out with friends most of the day consuming ethyl alcohol (etoh) with no significant meal intake. At approximately 2300 the patient arrived home. Per the patient's data management application glooko report, at 2345 the patient¿s continuous glucose monitoring sensor dexcom g6 was reading "low". The patient was found expired the next morning by a family member. The physical device remains with the coroner. Insulet has requested logs (the controller data files) to be uploaded to complete the investigation. At this time, the availability of logs has not been confirmed or agreed to by the coroner's office.

Event description:
It was reported that the patient's continuous glucose monitor readings stopped working during the night with the last blood glucose (bg) level reported as "low" (exact bg levels were not provided). The patient was reportedly using the device for insulin therapy management at the time of death. Alcohol was also involved or associated with the patient's death. Additional information regarding the death was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.